Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, when plugging in a vapr tripolar90 suction electrode it showed alarm code: "wrong instrument¿. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The tip has no activation marks and the suction tube is clean and does not shows saline residues. When connected to the test generator, the electrode was immediately recognized, no alarm came up. When performing the functional test, both tests were passed. The device was sent to the manufacturer. Supplier evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging. The active tip of the device shows signs of activation with debris around the periphery. Also, the suction tube shows signs of saline residue. Finally, no visible damage on shaft, handle and cable. The capacitance and continuity tests were performed; as a result, all the parameters passed. Functional testing was conducted using vaprvue generator ; the following result showed that during ablate and coagulate did not present any anomalies; also, all the parameters passed too. Supplier summary: the customer claims that ¿wrong instrument¿ message appeared on the generator ¿post-op¿. The investigation discovered debris around the active tip suggesting the device was used. The device successfully passed both the electrical and functional tests; therefore, it was not possible to substantiate the customers claim. The root cause can be related when there was a fault elsewhere in the electrosurgical system or a user issue. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by sales rep via complaint submission tool that post-op to an unknown procedure it was noted that when plugging in a vapr tripolar90 suction electrode it showed alarm code: "wrong instrument", they switched off the generator and used a new electrode and it worked. No surgical delay or patient consequences reported.